Event description:
Radiology technician was electrically shocked from the power cord of the amx 3 portable x-ray unit. The technician was shocked by the power plug after unplugging it from the outlet properly by the plug and not pulling on the cord. It is required of the user to charge the x-ray system when it is not in use. To accomplish this, the unit must be on and the key switch turned to charge. It is not standard practice to turn the system off before unplugging the unit from the wall receptacle. No serious burns or tissue damage occurred. There was extreme discomfort to palm of hand.further information revealed that the last scheduled preventative maintenance by biomed which included the electrical safety portion had passed inspection. The biomed department completed the electrical safety test of the system immediately after the incident. The failure occurred between the normally scheduled inspections. This failure was caused over time as the insulation rubbed against the metal chassis of the x-ray system and eventually made contact with the metal conductor within the insulation. It was determined that the values were outside the safe limits. The equipment was immediately removed from service. The radiology department was notified concerning the situation and advised not to use the equipment until it was repaired.this failure was caused over time as the insulation rubbed against the metal chassis of this mobile system and eventually made contact with the metal conductor within the insulation. The source of the electrical potential was actually the male end of the power cord, which is visible only after the plug is removed from the wall. The nature of this particular injury required at least four events to occur. 1) the unit must be on with the key switch in the "charge" position, 2) there must be a short circuit condition in the neutral side of the power cord to chasis, 3) the operator must accidentally touch the male power plug contacts, 4) the individual must also be grounded against the x-ray unit chassis or the ground pin of the power plug (an act that might occur when using the automatic power cord reel to retract the power cord prior to moving the system).